Event description:
There has been no problem. The company has sent us a recall statement and have asked us not to use a certain lot number. We are not sure what to do with the 2 boxes that we have that have been recalled? Please advise. Company recall.